Event description:
It was reported the device broke while the physician was repositioning it inside the patient. The piece that broke off into the patient was removed.

Manufacturer narrative:
During processing of this incident, attempts were made to obtain complete patient information. The reported damage was confirmed. The shaft of the probe was noted to be fractured and detached. No visual or functional anomalies were noted. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The cause of the reported damage remains unknown.